Event description:
It was reported that an atherectomy procedure using the atherectomy p4028 silverhawk btk was attempted to treat a calcified target lesion in the mid segment of the right posterior tibial artery with severe calcification, 90% stenosis, 20 mm lesion length, 3 mm vessel diameter, and minimal tortuosity. The vessel was pre-dilated using a 2 x 20 nanocross dilation device, embolic protection was not used, and the device was advanced over a command 014 guidewire with a flexor check-flo 5 fr introducer sheath in place. Severe resistance was encountered when advancing the device, and the guidewire was reported to have ripped through the white wire lumen on the nosecone, causing the wire to wrap around the nosecone and mangle the device. The device was then pulled with resistance and removed successfully in tandem. The procedure was aborted. The patient was reported alive with no health consequences or impact, and no vessel damage, injury, or intervention was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.